Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system explant due to a patient infection. During the revision procedure vegetation was noted on the lv lead during the lv lead removal. Additionally, the physician experienced difficulty removing the right ventricular (rv) lead. As a result, the rv lead was not extracted. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection noted induced damaged and the appearance of body material on the lead body. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of infection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.